Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol flat mesh. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix kugel patch (device #1). On (B)(6) 2016 : the patient underwent surgery for implant of an unspecified bard/davol flat mesh. The patient is only making a claim for an adverse patient outcome against the composix kugel patch (device #1). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years, 3 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, erosion, obstruction, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-oct-2009) is considered to be a best estimate. This supplemental emdr represents the bard/davol composix kugel mesh (device #1). An additional emdr was submitted to represent the bard/davol bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6)2010: the patient underwent surgery for implant of an unspecified bard/davol composix kugel patch(device #1). (B)(6)2016 : the patient underwent surgery for implant of an unspecified bard/davol flat mesh. The patient is only making a claim for an adverse patient outcome against the composix kugel patch(device #1). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information: (B)(6)2010 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿lot of omental adhesions to the old synthetic mesh were encountered. Once all the adhesions and the old mesh were removed, another defect was identified. Then a large composix kugel mesh (device #1) was placed into the intraabdominal cavity and tacked.¿ (B)(6)2016 - patient was diagnosed with recurrent ventral hernia and small bowel obstruction thereby underwent open repair with the implant of bard flat mesh (device #2) and removal of composix kugel mesh (device #1). Per operative notes, ¿mesh (device #1) appeared to be eroding into the small bowel was identified. A large piece of intraabdominal composix kugel mesh (device #1) along with the adhesions were removed. Then a bard flat mesh (device #2) was placed and sutured.¿ (B)(6)2018 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of bard flat mesh (device #2). Per operative notes, ¿bard flat mesh (device #2) was encountered both above and below the hernia sac. Once all the adhesions were taken down, bard flat mesh (device #2) was completely removed. Then the hernia defect was located in the subxiphoid, epigastric, umbilical and infraumbilical regions were identified and subsequently closed by reapproximating the rectus muscles in the midline using sutures. A piece of synthetic mesh was placed into the anterior abdominal wall using sutures.¿ attorney alleges that the patient had adhesions, bowel obstruction, hernia recurrence, pain and emotional injuries.